Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an cardinal health monoject empty barrel assembly 35ml - inaccurate vtbi was not determined because no products or device logs were returned.

Event description:
It was reported that the customer "tested several barrels (cardinal health monoject empty barrel assembly 35ml sku 8881135609) they all displayed the wrong vtbi (volume to be infused)." Per report, the syringe modules display accurate vtbi using bd syringe but incorrect vtbi with cardinal health monoject empty barrels. There was no patient involvement per initial report. Additional information was received through due diligence. It was reported by the customer that a "nurse specialist with the organization reached out due to consistent feedback over issues surrounding nursing I/o (input/output) documentation as a result of the alaris pump displaying remaining volume in the pca syringe when, in fact, the syringe was completely empty." It was reported that upon completing testing with their pharmacy department, they noted that vtbi during testing with cardinal health monoject syringe barrels consistently displayed vtbis on the pump that were inaccurate while testing with bd syringes displayed consistently accurate results. Per report, "there was no specific adverse patient event filed; only multiple reports of nursing documentation concerns due to inaccurate documentation when compared against the pump module."

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer "tested several barrels (cardinal health monoject empty barrel assembly 35ml sku 8881135609) they all displayed the wrong vtbi (volume to be infused)." Per report, the syringe modules display accurate vtbi using bd syringe but incorrect vtbi with cardinal health monoject empty barrels. There was no patient involvement per initial report. Additional information was received through due diligence. It was reported by the customer that a "nurse specialist with the organization reached out due to consistent feedback over issues surrounding nursing I/o (input/output) documentation as a result of the alaris pump displaying remaining volume in the pca syringe when, in fact, the syringe was completely empty." It was reported that upon completing testing with their pharmacy department, they noted that vtbi during testing with cardinal health monoject syringe barrels consistently displayed vtbis on the pump that were inaccurate while testing with bd syringes displayed consistently accurate results. Per report, "there was no specific adverse patient event filed; only multiple reports of nursing documentation concerns due to inaccurate documentation when compared against the pump module."